Event description:
Consumer contacted dexcom to report he had a hypoglycemic event in the afternoon of (B)(6) 2013. He got a low alert form the dexcom g4 receiver at 80 and drank some juice, then felt tired and lay down. He had experienced syncope for approximately 30 minutes and upon awakening his dog was chewing on his dexcom receiver. He reports he misjudged his carbs. His blood glucose was 49 when he woke up and was reading 61 and rising at the time of this report. He states dexcom receiver screen is blotchy and needs to be replaced. No medical intervention required. He is reported to be doing well; last blood glucose reading was 77. No additional information is available.